Event description:
The device and right ventricular (rv) lead were explanted and replaced to resolve the event. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was found in back-up vvi mode. The device session records were reviewed and indicated one ventricular fibrillation (vf) episode was treated with high voltage therapy. A second vf episode occurred, where the device attempted to deliver therapy, but was not successful due to the device entering back-up vvi mode. The session records indicated that noise occurred on the lead, resulting in inappropriate diagnosis of vf. It is unknown whether the vf episodes were true. Further information was requested, but not received. Device explant is anticipated, but not yet scheduled. The patient was in stable condition. Related manufacturer reference number: 2938836-2018-10386.

Manufacturer narrative:
Additional information: the device was returned for backup vvi (bvvi) operation, noise, and inappropriate high voltage (hv) output. Visual inspection found an arc mark on the device. The field event was confirmed through a review of the device image. However, electrical and functional testing was performed and no anomalies were found. Since the arc mark on the device was identified with normal device function, the cause of bvvi, noise and inappropriate hv therapy was determined to be related to the explanted lead. Related manufacturer reference number: 2938836-2018-10386.